Event description:
It was reported that the patient presented after receiving multiple inappropriate shocks due to noise on the right ventricular lead. It was noted that the lead exhibited high pacing threshold, decreased r-wave sensing, low impedance and noise oversensing. The lead was explanted and replaced. The patient was stable and recovering post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
During the explant procedure, noise was noted when testing through the device. This led the physician to believe that there was an issue with the lead connector as the noise could not be recreated.